Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that one battery charger was outputting a lower voltage then specifications. Additionally, the batteries were at a lower charge than required. To resolve the reported issue, the motion batteries and motion battery charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries and charger have not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the imaging system displayed a battery low error message when plugged into an operational outlet. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect motor battery charger was returned to the manufacturer for evaluation. Testing found that lower voltages were being emitted from the charger that were below specifications. Indicating an electrical based failure mode.